Manufacturer narrative:
A review of the device history was performed and no non-conformances were identified. It is not possible to identify the root cause of the reported event with the current available information. Requests are being made for additional information and a supplemental report will be provided if this information is received. Please note that this custom implant is similar to the mets modular distal femur (k121029).

Manufacturer narrative:
A rebushing procedure, of the in situ 6 year old bearing, was successfully performed with no reported complications. Rebushing is an anticipated event over the lifetime of an orthopaedic implant, consisting of the replacement of poly components which are susceptible to wear, such as bearings. This complaint is being closed, and is being tracked and trended. Corrected data - brand name: custom distal femur implant corrected to distal femur super stabiliser. Common name: distal femur implant corrected to limb salvage system . Expiration date corrected from 08/06/2007 to 08/16/1998 and model no corrected from bme12895 (rebushing procedure) to pin 5329 (distal femur super stabiliser implant). Implanted date: (B)(6) 2007 corrected to (B)(6) 1998. Explanted date removed. Manufacture date corrected from 02/2007 to 02/16/1998. This complaint file was reviewed as part of (B)(4) complaint file remediation programme and it has been determined that an MDR with corrected data should be filed.

Event description:
It was reported by the surgeon that the patient underwent a distal femur replacement procedure on (B)(6) 1998 and a rebushing procedure on (B)(6) 2007. The patient now requires a further rebushing procedure, which was carried out on (B)(6) 2012. This is a supplemental report to 3004105610-2014-00091 (B)(4).

Event description:
It was reported by the surgeon that the patient underwent a distal femur replacement procedure on (B)(6) 1998 and a rebushing procedure on (B)(6) 2007. The patient now requires a further rebushing procedure, which was carried out on (B)(6) 2012.